Event description:
One pt with discrepant sodium results. Initial result 134 mmol/l, repeat 140 mmol/l. Erroneous result was reported. Pt not adversely affected. Field svc rep determined there was a problem with the sodium electrode. The electrode was replaced. Performance tests were performed.